Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument for failure analysis. Inspection found thermal damage between the grips at the bipolar yaw pulley. There was charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Energy delivery was performed on an in-house system, confirmed and observed the smoke and spark coming out in between the grips. The common cause is associated with insulation degradation and carbonized tissue creating a conductive path during use. Additionally, an exposed electrode on both the bases of the bipolar forceps grips and thermal damage on the bipolar yaw pulley were observed. These observations are related to the primary failure. Further inspection identified unrelated observations on the instrument. First was damage to the conductor wire's insulation with no exposed internal wire and no missing piece on the conductor wire insulation. Second and third, was a frayed grip cable at the distal idler pulley and frayed grip cable at the distal clevis hub. Lastly, scratch marks/abrasions on the edge of the bipolar yaw pulley on both sides and various scratch marks approximately 0.114" - 0.302" with light material removed on the main tube were found. The complaint was confirmed by failure analysis. Isi received a video clip related to the alleged complaint and review of the video clip was conducted by the isi clinical development engineer (cde). The following additional information was provided stating that at about 00:005 mark of the video, the monopolar curved scissor instrument on patient side manipulator (psm) arm 1 was intermittently energized resulting in tissue effect on an unspecified tissue type. At about 00:09, the maryland bipolar forceps instrument on psm arm 2 was energized to address the same tissue location. A cadiere forceps instrument on psm arm 3 remains positioned in between the two working instruments, presumably providing global retraction of tissue from the working area. At 00:10, arcing was observed just after energy is activated on the maryland bipolar instrument. Energy was applied once more and a suction irrigator was brought in to evacuate plume and material from the surgical site. At 00:16, the monopolar curved scissor was used to clean debris from the within the jaws of the maryland bipolar forceps instrument.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps instrument sparked. Caller stated system initially power on without errors and system functionality was checked. Caller stated energy platform was medtronic device. Tse recommended caller check the energy setting, if the grasped tissue was too thin or not. Site replaced a new maryland bipolar instrument and adjusted the energy level. No sparking appeared the user completed the procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument and the cannula were inspected prior to use with no damage observed. The instrument was being used for cauterizing with bipolar energy when an alleged arcing event occurred. The instrument was properly connected to a valleylab generator with cut 40 and coag 40 settings . The instrument was used for an hour prior to the arcing event. A monopolar curved scissors instrument was also in use when the arcing event occurred. There was no instrument tip collision at the time of the event but there was contact with the tissue. The instrument did not touch any staples, clips, or sutures when energized. There was no injury to the patient and no damage to the surrounding tissue as a result of the arcing event. Inspection after instrument removal identified no damage. No known impact or patient consequence was reported. The patient has not returned to the hospital.